Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus technical assistance center (tac)performed troubleshooting and the reporter was advised to inspect the lamp hours to see if it exceeded the 500hr life. The reporter called back and stated that the light hours were at 500 and the fan fins were found to be dusty. The reporter advised tac that he would clean the fan and change the lamp then call back if the issue persists. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the end user received a error code 103 - e102 lamp error (ignition error) on the device. The reporter did not report any patient involvement and olympus has made multiple attempts to gather additional information with no response from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Based on the legal manufacturers investigation, the ignition fault or lamp fault was due to device aging and deterioration over time.